Event description:
Sorin group USA received a report of fluid leaking from the top of the oxygenator during priming. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group USA received a report of fluid leaking from the top of the oxygenator during priming. There was no pt involvement. The oxygenator was returned to sorin group USA for eval. The investigation is ongoing. A follow-up report will be filed when the investigation is complete. Although this event does not meet the sorin group reportability criteria, a message was received from the perfusionist indicating that they believe this is a potential pt issue. This medwatch is being filed as a result of this allegation.